Event description:
It was reported that the patient with this pacemaker experienced syncope and was admitted into the hospital. At the facility, they observed suspected loss of capture which included pauses of greater than 6 seconds. It was suspected that the device had gone into safety mode and there was an error code fc 1010. Boston scientific technical services discussed that the stored therapy history appeared to be myopotential oversensing and believed the therapy history was corrupted. Boston scientific technical services suggested additional troubleshooting for the competitor right ventricular (rv) lead for noise events. The plan is to replace this device soon. No additional adverse patient effects were reported. This device and competitor rv lead remains in-service.

Manufacturer narrative:
Additional information provided in section b2 outcomes attrib to adv event and b5 describe event or problem.

Event description:
It was reported that the patient with this pacemaker experienced syncope and was admitted into the hospital. At the facility, they observed suspected loss of capture which included pauses of greater than 6 seconds. It was suspected that the device had gone into safety mode and there was an error code fc 1010. Boston scientific technical services discussed that the stored therapy history appeared to be myopotential oversensing and believed the therapy history was corrupted. Boston scientific technical services suggested additional troubleshooting for the competitor right ventricular (rv) lead for noise events. The plan is to replace this device soon. No additional adverse patient effects were reported. Additionally, the patient called into boston scientific technical services and reported that this device was explanted.

Event description:
It was reported that the patient with this pacemaker experienced syncope and was admitted into the hospital. At the facility, they observed suspected loss of capture which included pauses of greater than 6 seconds. It was suspected that the device had gone into safety mode and there was an error code fc 1010. Boston scientific technical services discussed that the stored therapy history appeared to be myopotential oversensing and believed the therapy history was corrupted. Boston scientific technical services suggested additional troubleshooting for the competitor right ventricular (rv) lead for noise events. The plan is to replace this device soon. No additional adverse patient effects were reported. Additionally, the patient called into boston scientific technical services and reported that this device was explanted. A request was made for the local field representative to contact the facility and learn the location of this device; however, no additional information was able to be obtained.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. Additional information provided in section b2 outcomes attrib to adv event and b5 describe event or problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and/or while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker experienced syncope and was admitted into the hospital and complained about back pain. At the facility, they observed suspected loss of capture which included pauses of greater than 6 seconds. It was suspected that the device had gone into safety mode and there was an error code fc 1010. Boston scientific technical services discussed that the stored therapy history appeared to be myopotential oversensing and believed the therapy history was corrupted. Boston scientific technical services suggested additional troubleshooting for the competitor right ventricular (rv) lead for noise events. The plan is to replace this device soon. No additional adverse patient effects were reported. Additionally, the patient called into boston scientific technical services and reported that this device was explanted. New information from patient indicated that when the patient passed out and fell, the patient fractured a vertebra. A request was made for the local field representative to contact the facility and learn the location of this device; however, no additional information was able to be obtained. Recently, this device has been returned for analysis. Additional information was provided by the patient, it was reported that this patient experienced syncope, fell and hurt his back fracturing his vertebrae due to the suspected device anomaly. The patient was given intravenously induced medication and spent days in the hospital. Approximately 12 days post procedure, the patient was hospitalized again, a cat scan was performed and showed the right lung had filled with fluid. A pleural effusion was performed to drain the lung. The patient was required to be on multiple medication due to the pain he was experiencing and developed an itchy rash on his arms, back and chest at some point. He was diagnosed with a rash which was an uncommon type of eczema and believes it was likely induced from all the medication he had been prescribed. This patient has started physical therapy as of (B)(6) 2022 and his last treatment was on (B)(6) 2022. No additional adverse patient effects were reported. This device was received for analysis.